Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 04sept2019. The field service engineer (fse) was dispatched to the customer site. The fse replaced the blower to address the reported problem. Failure analysis on this returned blower assembly shows that the blower assembly was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit failed the leak test. There was no patient involvement.